Event description:
The customer reported that during oral surgery, the body of the handpiece grew warm. A "nickel-size burn" was noted on the inside lower lip of the pt's mouth. It was reported that the burn was treated successfully with vaseline.

Manufacturer narrative:
Investigation findings: the customer's report that the drill got hot during use was not confirmed. The handpiece was tested and met normal temperature requirements. Further testing found collet failure, but this would not cause the handpiece to heat up. Conmed linvatec service records found no prior repair for this drill. The customer will be contacted for any additional inservicing needs.